Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, 1st inratio: 2.3 inr, 2nd inratio: 2.4; date: (B)(6) 2011, 1st inratio: 1.3. Pt target range is 2.0 - 3.0 with the meter. Spouse stated that the pt's blood was thinner and also had an air bubble on top of the sample.